Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: 8314675, 8314676, 9100791 and 9206755 were provided as potential lot #s though none could be verified. Device manufacture date: unknown. (B)(4). Investigation summary: two photos were provided for evaluation. They both show the same syringe. The syringe has been used and has a piece of orange triangle shape material inside. The symptom is confirmed. However, the origin of the foreign matter is unknown. An audit of the manufacturing area was done as well as showing the photos to the associates. No orange material is used in the manufacturing process, molding, assembly, and packaging. The associates have never seen this type of defect before. Therefore, the root cause could not be confirmed. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: in the manufacturing process no orange plastic is used; therefore, the origin is unknown and root cause could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringes enteral 20ml bns experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: material no: 305860 batch no: unknown. The complaint details are as follows: qty. Affected: 1 unit. Defect: foreign matter ¿ orange plastic piece. Description: 20 ml oral/enteral syringe was found to have a piece of orange plastic inside the barrel of the syringe after it has been used for a feed. The piece looks like it is from a plunger flange, but the flange on the syringe is intact. The foreign matter was found after use (not patient). Date of incident: unknown.